Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced underdose symptoms, specifically increased pain. A dye study was performed on an unknown date and at that time the catheter appeared to be epidural rather than intrathecal. The location of the catheter issue was the distal segment. As a result of the event, replacement was required. A catheter revision was performed on the report date. The spinal segment was removed and the catheter was patent from the proximal segment which was demonstrated with flushing the catheter access port and visualizing flow. A new spinal segment was then implanted without difficulty and connected to the existing pump segment. The daily dose was reprogrammed to deliver a 91% decrease in the morphine dose. The device system was used to deliver morphine, clonidine, fentanyl and baclofen.